Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right lead placement was inadequate. As a result, the patient's lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.